Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately five (5) months post initial procedure, the patient presented to the emergency room with back pain. A computed tomography (CT) scan showed a pseudoaneurysm in the area of the alto supra-renal cage. The physician elected to perform a secondary intervention and placed a 38x100 cook zenith alpha thoracic graft chimney (non-endologix) stent to the superior mesenteric artery (sma) and celiac artery. The procedure was stopped due to radiation dosage. The patient still had a leak. The physician brought the patient back three (3) days later and placed bilateral renal artery chimney/sandwich (non-endologix) grafts with a vela cuff as a bridge between the alto device and the cook zenith alpha thoracic graft. At the end of the procedure all branches were patent and the pseudo aneurysm was successfully sealed. This pseudoaneurysm had the appearance of a mycotic aneurysm, cultures were taken by aspirating blood from the pseudoaneurysm. The patient will be placed on lifetime antibiotics and will be monitored with future cts. The patient was sent to the intensive care unit (ICU) and is scheduled to be discharged.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the pseudoaneurysm with additional endovascular procedure events are confirmed. The infection is unconfirmed. There was no clear evidence on the computed tomography (CT) scan of an aortic infection. This is moderately consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The length from the renal arteries to the bifurcation was 78mm (should be equal to or greater than 80mm). It is unclear if this off label condition contributed to the reported event. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date received by manufacturer has been updated. H6: medical device problem: remove code 3190. H6: investigation finding: remove code 3233. H6: investigation conclusion: remove code 11.